Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during prep for a percutaneous coronary intervention procedure, a balloon rupture occurred. While air bleeding, the 3.25mm x 15mm nc quantum apex mr balloon ruptured. No patient complications were reported. The procedure was completed with another of the same device. The patient status was recorded as good.